Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number qdmbee / j311w05, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: was the suture broken or did the suture pull off from needle? The suture was broken. What tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was broken near the swage part during use in the abdominal cavity. There were no adverse patient consequences reported. Additional information was requested.